Event description:
Healthcare professional reported a patient was injected with 0.5mls of juvéderm® volite¿ xc into the neck. 4 days after injection, patient experienced "stomach pain and back pain on the left hand side" and felt "it was heavy" when urinating and noted blood in their urine. 2 days later, diagnostics were run which came back negative. 4 days later, patient went to the emergency room. All diagnostics here were negative except for bacteria present following urinalysis. Patient was diagnosed with a urinary tract infection, deemed not device related, and treated with oral cephalexin. Event is ongoing.

Manufacturer narrative:
Continued h.6. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: section c. Suspect product.

Event description:
Additional information reported that they had frequent urination and dark-colored urine. The event resolved 12 days after onset.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additional details received noting the bacteria identified in urinalysis was escherichia coli.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7.

Event description:
Healthcare professional reproted a patient was injected with 0.5mls of juvéderm® volite¿ xc into the neck. 4 days after injection, patient experienced "stomach pain and back pain on the left hand side" and felt "it was heavy" when urinating and noted blood in their urine. 2 days later, diagnostics were run which came back negative. 4 days later, patient went to the emergency room. All diagnostics here were negative except for bacteria present following urinalysis. Patient was diagnosed with a urinary tract infection, deemed not device related, and treated with oral cephalexin. Event is ongoing.

Manufacturer narrative:
Corrected data: b.6., b.5., h.6.

Event description:
Additional details received noting patient also received intravenous medications of ceftriaxone and 0.9% sodium chloride and oral ibuprofene 6 days after event started.

Manufacturer narrative:
Continued d.10. Concomitant therapies: acetyl-l-carnitine, cla, xolair. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 0.5mls of juvéderm® volite¿ xc into the neck. 4 days after injection, patient experienced "stomach pain and back pain on the left hand side" and felt "it was heavy" when urinating and noted blood in their urine. 2 days later, diagnostics were run which came back negative. 4 days later, patient went to the emergency room. All diagnostics here were negative except for bacteria present following urinalysis. Patient was diagnosed with a urinary tract infection, deemed not device related, and treated with oral cephalexin. Event is ongoing.